Manufacturer narrative:
(B)(4). Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device screen was blank. Physio-control evaluated the device and found that it would not power on ac or dc power. There was no pt use associated with the event.